Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a sharp shuttle. The customer reports an IV catheter pierced through our transportable sharps shuttle and resulted in a needle stick. The customer stated it was an 18 gauge angio catheter. The needle was contaminated and used on a patient. There was one 18 gauge needle in the sharp shuttle. A second vial was going to be placed in the sharp shuttle. The firefighter was opening the cap and placed the vial against his stomach. The 18 gauge needle had gone through the bottom of the sharp shuttle. The needle was facing down and there was nothing touching the cap of the sharp shuttle. The angio cath was the only contents in the shuttle. The exposed person was not a hospital employee, but was assisting at the scene of an ambulance call.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.